Event description:
Fisher and paykel healthcare (fphc) received a report from cardinal health regarding an alleged fire. The patient had been on a fphc rt110 breathing circuit for about 24 hours. The humidifier was the fphc mr 370 and associated accessories, with mr290 humidification chamber. The patient, ventilator, humidifier and circuit were transported to the cath lab for a procedure. A respiratory therapist then went about his/her duties. During the procedure ( a period of about 1 hour) it was reported that the nursing staff silenced the mr730 alarms at least twice . The cause of the alarms is unknown. The respiratory therapist was called to respond to the cath lab stat and upon entering the area, immediately noted that the circuit was apparently melted and there allegedly were flames and sparks coming from the respiratory limb and a portion of the patient drape. The respiratory therapist immeidately assisted the patient suctioning and provided appropriate ventilation and oxygenation. There is no reported injury or concern for the patient at this time.